Event description:
Per the audiologist, the patient presented at the ER in 2008 with a "purulent discharge" around the abutment. The patient was prescribed a course of oral antibiotics and was sent home. A culture of the site (done at the patient's general physician's office) determined that mrsa infection was present at the implant site. The patient was treated with IV antibiotics for eight weeks for the mrsa infection at the hospital by the infectious diseases team. Reportedly, there is still a discharge of fluid from the implant site. Explantation was recommended by the infectious diseases team and was done on two months later.

Manufacturer narrative:
This is a final report, the type of event is addressed in the device labeling.